Event description:
Customer reported an issue with the touchscreen responsiveness of their device. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions or outcomes were provided.